Manufacturer narrative:
No service on the ventilator was requested and no ventilator logs were provided. The user facility reportedly checked the ventilator after the event. The cause of the low tidal volume was found to be a leakage in the patient circuit. After it was checked and reconnected, the ventilator passed pre-use check and was put back into service with no issues. No parts were replaced. Further information from the user facility stated that the patient circuit used was not manufactured or distributed by getinge. There are no indications of ventilator malfunction. The root cause of the low tidal volume was a leakage in the used patient circuit from another brand. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, a low tidal volume was noted. The patient desaturated to 85% with a heart rate of 120 b/min and became cyanotic. The ventilator was replaced. Final patient outcome was no injury. Manufacturer¿s ref #: (B)(4).